Event description:
Report of explant of device due to "infection" received per the annual device tracking report. After repeated requests for info regarding the details of the event, hcp states that there are no longer any records of detail available in the office as the pt is no longer under care at that office.